Event description:
A (B)(6) male pt, called zoll customer support to report that his monitor was making a screeching sound and resetting. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor making screeching sound, monitor resetting) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective digital signal processor (dsp) u500 on the monitor c/a board. The root cause of the defective u500 component could not be positively identified. No adverse event resulted from the defective u500 component. The pt received a replacement monitor.